Manufacturer narrative:
Another contact info: (B)(6). Due to character limit in block e1: (B)(6) hospital. Event site city: (B)(6). Updated fields: b4, e1(initial reporter, event site name, city and address), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse stated the cause was likely from a poor connection in the conversion connector. As a precaution the fse cleaned the connectors and functional checks were done.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). Due to character limitation in e1 for event city, the full event site city is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) unit displayed arterial pressure as flat or noisy. There was patient involved but no harm reported.